Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. There was no sample for this product returned for testing. A check of the batch production record showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against this lot. A check of confirmed complaints for products of this type causing increased iop showed no complaints since the beginning of 2016. An analysis of the ¿retain sample¿ for this lot showed that the product was sf6 and met all release criteria. Nothing was found that would account for the reported event. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient had an increase in intraocular pressure post instillation of gas into the right eye after the vitreoretinal surgery. Patient received treatment (diamox 500 mg po bid and combigan bid od) for increased intraocular pressure.